Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia with blood glucose readings in the 300 mg/dl range after changing a 23-inch infusion set, with no device alarms reported, and a subsequent review noted a short low-glucose episode earlier that day managed by eating and announcing a meal. Symptoms included elevated blood glucose. Outcomes included recovery to approximately 125 mg/dl and stabilization after relocating the infusion site and replacing supplies. Investigation included customer troubleshooting and education, review of available device data, and guidance to move the infusion site to a different abdominal location to rule out site issues. Investigation of this case revealed no confirmed device malfunction and suggested a possible infusion site or early adaptation issue in the setting of recent initiation, with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.